Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
(B)(4). Implanted on unknown date in 2006. Concomitant medical products: 4011630001 ¿ refobacin revision cement ¿ unknown lot. P0206l22 ¿ cocr head ¿ unknown lot. P0463044 ¿ avan cemented cup ¿ unknown lot. P0560044 ¿ avan insert ¿ unknown lot. Report source (B)(6). Customer has indicated that the product will not be returning to zimmer biomet for the investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision procedure approximately 10 years post implantation due to implant fracture. The stem component had fractured at the neck. The stem, head and liner were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.